Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. There was a device failure and it was related to the event. The ipg had a stable output on every electrode pair that matched the programmed settings. When the ipg was first programmed to the initial review settings a message appeared on the 8840 programmer. The message indicated that the ipg was programmed by an incompatible device and to press the program button to update it. When the button was pressed it went to a screen that said unconfirmed parameters exist and to press the program button to program valid parameters. When the program button was pressed it would return to the same screen and not reprogram the ipg.

Event description:
The device could not be programmed with the n'vision programmer. When interrogating the device a message appeared on the screen "implantable neurostimulator programmed by incompatible application. Press program to update implantable neurostimulator." When the company representative did this, the following message appeared: "unconfirmed parameters values exist. Program to program valid device settings." After following the prompts, the same message appeared again. The device was replaced. There was no injury to the patient reported, the patient was ok after the procedure.